Manufacturer narrative:
Carefusion file identification: (B)(4). (B)(4). A carefusion certified field service technician was able to duplicate the reported issue and noted that the blender was leaking. The reported issue was resolved by replacing blender.

Event description:
The customer reported that the suspect vela ventilator displayed ventilator inoperable alarm. The reported issue was found during testing so there was no patient involvement associated with the reported event.